Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving compounded baclofen (3000 mcg/ml at 725 mcg/day) via an implanted pump. The patient's medical history included cerebral palsy and spasticity. The indication for pump use was cerebral palsy and intractable spasticity. During the routine pump replacement procedure, the sutureless connector would not disconnect from the pump. The outer layer/boot separated from the inner clear seal/housing layer. The connector was removed and replaced with a new connector. There were no environmental, external, or patient factors that may have led or contributed to the issue. There was no troubleshooting done. The issue was resolved. The patient status was reported at "alive - no injury".

Manufacturer narrative:
Analysis of the catheter confirmed the catheter connector's while silicone boot was out of position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.